Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluation of the instrument, the cse determined that the reagent lid hinges needed to be tightened, which the cse then performed. The cause of the reagent lid falling onto an operator was a malfunction of the reagent lid hinges. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens healthcare diagnostics has investigated the instances of dimension exl instrument reagent lids falling during maintenance procedures. It has been determined that the hinge may lose its effectiveness and slowly shift downward during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 14-46 entitled "dimension exl reagent lid hinge issue" and customers outside of the united states were sent urgent field safety notice (ufsn) 14-46 entitled "dimension exl reagent lid hinge issue". The umdc/ufsn inform customers that their cse will inspect and adjust the tension on the reagent lid hinges during every visit. If the hinges can no longer be properly adjusted, the hinges will be replaced. The umdc/ufsn also instructs customers to contact the siemens customer care center or their local siemens technical support representative if they observe that the reagent lid is shifting downward while in the open position.

Event description:
The reagent lid of a dimension exl 200 instrument fell onto an operator, hitting their head. The operator sustained a headache, which was treated with self-administered over-the-counter pain medication. No further medical treatment was required.